Event description:
It was reported that the complete system, including this right ventricular (rv) lead, was explanted due to infection. Another lead was implanted as a temporary device. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory. Laboratory testing was unable to reproduce the reported infection and the analysis performed did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the complete system, including this right ventricular (rv) lead, was explanted due to infection. Another lead was implanted as a temporary device. No additional adverse patient effects were reported. The product was received for analysis.